Event description:
Patient reported that the lot number and expiration date, printed on the strip vial, had rubbed off. No pt injury was reported and no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.